Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The reported event did not occur in the left eye. Only the right eye was affected which was submitted under MDR 3003288808-2020-00652. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Incorrect data provided in last smdr. The affected eye was left eye filed under 3003288808-2020-00652. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported multiple patients with diffuse lamellar keratitis post lasik. The site switched to disposable instruments previously to rule out any issues with the instruments or autoclave but it has not made a difference. The site is currently working to figure out environmental and air quality testing to measure particulates or any other airborne contaminates in the air. The doctor is still questioning if it is laser related and inquired about dropping the energy of the laser. Some patients required flap lifts but it is unknown which patients. All patients' symptoms have resolved. There are multiple related reports for this event. This report addresses the patient mh's right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported multiple patients with diffuse lamellar keratitis post lasik. The site switched to disposable instruments previously to rule out any issues with the instruments or autoclave but it has not made a difference. The site is currently working to figure out environmental and air quality testing to measure particulates or any other airborne contaminates in the air. The doctor is still questioning if it is laser related and inquired about dropping the energy of the laser. Some patients required flap lifts but it is unknown which patients. All patients' symptoms have resolved. There are multiple related reports for this event. This report addresses the patient mh's right eye, and additional manufacturer reports will be filed for the other patients.